Manufacturer narrative:
An event of difficult to removal (entanglement with valve) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 25mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The patient's annular perimeter was measured to a range of 66-73mm. Calcium was noted on the non-coronary cusp (ncc). The device was implanted. The final implant depth was 3mm from the ncc. While attempting to remove the delivery system from the left ventricle, it was observed that the nose cone of the delivery system became stuck on the distal end of the valve and moved the valve to a depth of 0mm from the ncc. The valve was snared into the upper portion of the aorta. A new 25mm navitor transcatheter valve was implanted valve-in-valve. The final implant depth was 3mm from the ncc. A perivalvular leak grade of 2mmhg was detected. A post-balloon aortic valvuloplasty (bav) was performed with a non-abbott balloon. No perivalvular leak remained. The patient's gradient was 7mmhg. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.